Event description:
Procedure type: lap left nephrectomy. According to the reporter: the surgeon asked for a "vascular load" for the device. The surgeon was given a white 60mm reload. The device was fired across tissue/vessel and heard a loud "crack". The jaws were opened and observed significant bleeding. They had to convert from lap to open surgery to complete the case. Opened up the patient. He almost coded because of all the blood loss. The case was extended by more than 30 minutes. There was unanticipated tissue loss. Unanticipated extension of the incision. Unanticipated blood loss, there was 3 liter. There was a three hour delay in surgery.

Manufacturer narrative:
(B)(4).